Manufacturer narrative:
This report is submitted january 6, 2017, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the clinic, the patient experienced a lack of osseointegration resulting in fixture loss.